Manufacturer narrative:
Intuitive surgical inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The unit was installed and tested in the printed circuit assembly (pca) test system. Upon start-up, the unit failed with error 281. It was determined that the issue was caused by the rcm which will be replaced to resolve the issue. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted paraesophageal hernia repair procedure, the customer experienced a non-recoverable fault 903. The intuitive surgical, inc. (Isi) clinical sales representative (csr) attempted several power cycles, prior to calling isi technical support for assistance, but the issue persisted. The isi technical support engineer (tse) instructed the customer to exercise set-up joint 3 and had them perform a couple more power cycles with the breaker reset on the vison side cart (vsc) but again the issue persisted. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the remote arm controller board. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.